Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
On (B)(6) 2025 parents noticed discharge from the incision site. They contacted the surgeon and the wound was managed immediately with IV and oral antibiotics. After four weeks of extensive treatment no improvement was noticed and implant was fully exposed. To prevent further spread of infection, the device was explanted on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025 parents noticed discharge from the incision site. They contacted the surgeon and the wound was managed immediately with IV and oral antibiotics. After four weeks of extensive treatment, no improvement was noticed and implant was fully exposed. To prevent further spread of infection, the device was explanted on (B)(6) 2026.